Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If /when new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the low o2 light comes on but the unit never alarms.

Manufacturer narrative:
(B)(6) - per independent repair center irs received 10/2/2015: during repair of unit, the o2 level tested 90.2% on the first test. After repair, the purity tested at 94.5%. The key failure of the lower than optimal o2 issue was a defective hose clamp. There is no indication on the irs of any other parts needing repair or adjustment. Note: the o2 purity error indicator light displays when the o2 level is at 73-85%. Unit audible alarm is activated when the purity falls below 73%. The purity did not go below 73% to trigger the audible alarm. There was no defect of the audible alarm system found.

Event description:
(B)(6) - per independent repair center irs received 10/2/2015: during repair of unit, the o2 level tested 90.2% on the first test. After repair, the purity tested at 94.5%. The key failure of the low o2 issue was a defective hose clamp. There is no indication on the irs of any other parts needing repair or adjustment. Note: the o2 purity error indicator light displays when the o2 level is at 73-85%. Unit audible alarm is activated when the purity falls below 73%. The purity did not go below 73% to trigger the audible alarm. There was no defect of the audible alarm system found. Dealer states the low o2 light comes on but the unit never alarms.